Event description:
The physician claims, that the graft was implanted for a fistula dialysis access procedure. The graft became thrombotic within one month. The physician also stated, that the graft does not connect to the tissue (no ingrowth).

Manufacturer narrative:
A product has not been returned for our evaluation; therefore a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are two similar incidents against this batch (being investigated through our CAPA system). The two similar incidents were reported by the same physician, same hospital, same date of report and are each being reported to the FDA separately. Other reports: 6000072-2007-00040, 6000072-2007-00042.